Manufacturer narrative:
(B)(4). Catalog # unknown as information was not provided but referred to as a cook celect filter. Lot# unknown as information was not provided. Expiration date inknown as lot# is unknown. As catalog# is unknown if could be either k061815, k073374, k090140, k112119, k121057 or k121629. Summary of investigational findings: no imaging and very limited information provided, why it is not possible to comment on the secondary strut, which fractured during filter retrieval and on the "poorly" placed filter with hook in the renal vein. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter fracture of the wire is an uncommon, but known risk in relation to filter implant. However, the filter fracture occurred during retrieval and not during the implant period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: it was noticed before the retrieval procedure that the filter was placed poorly initially. The hook was in the left renal vein. Two secondary struts were not pointing downward but northwest. One of the secondary struts broke off during retrieval. The strut travelled up and into the right atrium due to blood flow. They tried to snare the strut fragment repeatedly but were unsuccessful. Patient outcome: a section (strut) of the device did remain inside the patient's body. After the retrieval procedure, the patient was fine and did not seem symptomatic.

Manufacturer narrative:
(B)(4). As catalog# is unknown if could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to complainant: it was noticed before the retrieval procedure that the filter was placed poorly initially. The hook was in the left renal vein. Two secondary struts were not pointing downward but northwest. One of the secondary struts broke off during retrieval. The strut travelled up and into the right atrium due to blood flow. They tried to snare the strut fragment repeatedly but were unsuccessful. Patient outcome: a section (strut) of the device did remain inside the patient's body. After the retrieval procedure, the patient was fine and did not seem symptomatic.